Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 512 mg/dl. The customer treated their blood glucose levels with manual injections. The computer gets up to 65% then it shuts down communications and says check battery, reposition pump. Customer was able to successfully upload carelink. The customer did not troubleshoot and did not send the product back for analysis.